Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial ca2 result was 1.41 mmol/l. The repeat result was 2.34 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number is 775890 and the expiration date is 30-apr-2025. The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the water pressure was abnormal and adjusted it. The service maintenance actions performed by the fse resolved the issue.